Manufacturer narrative:
Heartsine evaluated the device and was not able to verify or duplicate the issue. No log entries were recorded since 2024, and no fault was found with the device. This may suggest a pad-pak was not seated correctly on installation which may relate to the reported fault . A root cause of the reported could not be determined. The device was scrapped and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.